Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). Vbh111002a/14589806 (B)(4). It is unknown which of the 4 implanted viabahn® endoprostheses had the reported endoleak, therefore all devices have been included in the report: vbh130502a/14197167 (B)(4). Vbjr071502a/14646890 (B)(4). Vbjr071002a/14662746 (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm whereby conformable gore® tag® thoracic endoprostheses and gore® viabahn® endoprostheses with heparin bioactive surface were implanted. On (B)(6) 2016, an endoleak through the visceral periscope gutter was noted and on (B)(6) 2017, the patient underwent the coil embolization procedure of the gutter space. The patient tolerated the procedure. Follow up scans showed that the diameter changed from 70 mm on (B)(6) 2016 to 67 mm on (B)(6) 2017. The physician is monitoring the patient and planning the follow up exam in 3 months.